Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted; however, the pusher wire was returned for evaluation. The v-grip used for the procedure was not returned. The implant had been detached from the pusher. Destructive analysis revealed the monofilament exposed at the distal end of the pusher has striations confirming tensile stretch, with evidence of thermal detachment/cycling of the monofilament. The v-grip used for the case was not returned; therefore, analysis of the v-grip and functional testing could not be performed. The root cause cannot be determined.

Event description:
It was reported that an embolization coil unexpectedly detached in the posterior communicating vessel. A stent was implanted to pin the coil to the vessel wall. There was no reported patient injury. The patient is reported to be fine.